Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded and the valve load was inspected and confirmed via fluoroscopy. A misload was not reported. A pre-implant dilation was performed using a 18 mm non-medtronic balloon. During the pre-dilation, the balloon slipped down to the left ventricle when inflated fully. The valve was attempted to be implanted, however had under-expansion. The valve was deployed twice, and it appeared to not open well. The physician determined a second pre-dilation was needed. The valve was withdrawn from the body, and blood stains and clots were reported. The valve was flushed. The valve was reported to have sunk within the water and not able to expand to its original size. A second pre-dilation was performed using a 20mm non-medtronic balloon. A replacement valve was loaded onto a replacement delivery catheter system (dcs). The load was inspected and confirmed. The valve was attempted to be deployed, but was recaptured twice to a too high implant depth. The valve was completely deployed with a kidney bean shaped, as examined by echocardiogram. This shape had been reported prior to the recaptures. The valve appeared infolded. Moderate paravalvular leak (pvl) was also reported. A post dilation was performed using a 23 mm non-medtronic balloon. The final result was mild pvl. The case was completed. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: videos of case cines were provided for review and still images were taken from these videos. One image shows the flourscopic load inspection. There is no apparent evidence that would indicate a misload. It is, however, unclear if this is the valve load from the first or second deployment attempt. Another image shows the unsuccessful pre-dilation attempt as mentioned in the report. It was not documented if the pre-balloon was r e-attempted. There are images that show the unexpanded deployment attempt of the first valve in what appears to be both rao and lao projections. One image appears to show signs of infolding at the non-coronary annuls. It is also worth noting that the capsule is not yet deployed to 80% and further frame expansion may have occurred if the valve was assessed at 80% deployment. It was reported that valve deployment was attempted twice with similar outcomes. The valve was reportedly recaptured and withdrawn from the patient. A new valve with new delivery system was used for a second deployment attempt. Although a second pre-balloon was attempted at this time, there was no evidence supplied. There is also no evidence of a second valve load. There is an image that shows the attempted deployment of the second valve. As stated by the report, the valve deployment was superficial and was recaptured. This superficial assessment is clearly visible in the image and according to best practices this is grounds for recapture. It was reported that this valve was recaptured twice citing superficial deployment. It is noted that the capsule is not deployed to 80%. It is medtronic best practices that angio assessment of valve deployment should be done at 80% there is images of the final angio assessment before final valve release. The first image shows frame infolding on the non-coronary annulus. The second image shows paravalvular leak (pvl) as mentioned in the report. Again, valve assessment is done before 80% deployment as visible by the gap between the paddle pockets and hat marker as illustrated by the yellow boxes. Medtronic best practices state that any frame infolding observed the valve should be recaptured and removed from the patient. The final image is taken from the post-dilation. Medtronic best practices state that infolded valves should not be released with the attemptto postdilate. Infolded valves should be recaptured and withdrawn from the patient. Several of the supplied videos provide evidence that there was obstruction to both pre-balloon and valve in the are of the non-coronary annulus. Although it is most likely due to calcium, computed tomography (CT) images would need to be analysed to confirm this and no CT images were provided. It is also unclear if the failed pre-balloon was re-attempted. If the pre-balloon was not re-attempted and successful it may have contributed to the frame infolding as seen in the above images. All deployment assessments should be done at 80% deployment. In all the above assessments the valve deployment was inspected prior to this 80% deployment mark. This may result in an inaccurate deployment assessment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.